Event description:
It was reported that during a gastrectomy procedure, the device would not fire. It was not reported how the procedure was completed. There was no adverse patient consequence.

Manufacturer narrative:
Evaluations summary; the analysis results found that the device was returned in good visual condition and with no cartridge present. The device was tested for functionality with a test cartridge and it fired, cut and formed the staples as intended. The device fired with out any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A cartridge pan was found inside the channel of the device.